Event description:
Based on the pathologists report, there may have been an issue of particles being introduced into the glomerular capillaries as a result of stent placement. Pt admitted (B)(6) 2012 for elective repair of a large abdominal aortic aneurysm. Surgeon states in his notes that they had technical difficulties with the placement of the endovascular stent. There was concern that there was some impingement of the renal arteries. On the right side a renal stent was placed to make sure that was opened but couldn't place one on the left. Pt was watched very closely post-op. There was no endo leak of the aneurysm and it was flexible. There was concern about renal function. She was observed in the hosp for two days. On the 1st post-op day, the creatinine bumped from the baseline of 0.8 to 1.5. It came down slightly the next day and then on the (B)(6), the creatinine was below 1.0 back to her baseline. Her last calculated gfr was 94. Pt was discharged on (B)(6) 2012. Op report states procedures performed: endovascular repair of abdominal aortic aneurysm with endurant stent graft using 23mm stent. Left iliac extension with 13 mm stent. Right iliac extension with 16 mm stent. Stenting of right renal artery with 5 mm paramount stent and attempted left renal artery stent. Intraoperative arteriography. Pt readmitted on (B)(6) 2012 and discharged on (B)(6) 2012. In the mds discharge summary it states that... She was found to have acute renal failure with creatinine of 9.34, hyponatremia and hyperkalemia. She was started on dialysis right away. She continued to require dialysis and had a perma cath placed. She had a left renal biopsy done, the result was consistent with possible emboli to the left kidney. There was no biopsy done on the right kidney due to the recent placement of the right artery stent.